Manufacturer narrative:
(B)(4). Estimated date of event (unspecified date of worsening mr). As the explanted clip was not returned for analysis, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar slda incidents reported for this lot. The user also reported no issue while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The information provided in the case details stated that the physician observed that the clip had detached from the posterior mitral valve leaflet. Reportedly, there were no difficulties visualizing the clip during the procedure or any issues with implantation of the clip. The account also reported no challenging anatomical conditions that could have contributed to the reported slda. In this case, return of the explanted clip may have further aided in the investigation. Based on the information provided and without the product to examine, a definitive cause for the reported slda cannot be determined. There is no evidence of a product deficiency associated with this device. The patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. In this case, the most probable cause for the increase in mr was likely due to the slda. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This event is being filed as the clip detached from the posterior mitral valve leaflet resulting in the an increase in the mitral regurgitation (mr) grade. Patient underwent mitral valve replacement. On (B)(6) 2014, a mitraclip procedure was performed. During the procedure, there was no resistance while pulling the gripper line or with visualizing the clip. There were no difficulties with the implantation of the clip. A successful reduction of the functional mr from 3 to 1-2 was achieved with the implantation of one clip. During the follow-up examination, the physician observed that the clip had detached from the posterior mitral valve leaflet and the mr grade had increased to 3-4. After some discussion, the clip was explanted on (B)(6) 2014 and the mitral valve was replaced. Post surgery, the patient had a positive outcome. No additional information was provided.